Event description:
Boston scientific received information that this right atrial lead exhibited either noise or atrial fibrillation. A chest x-ray was done and the physician noted that this lead had dislodged. The patient's device was reprogrammed to avoid atrial pacing and sensing. No lead revision was planned because the patient's health was not good and was high risk for infection. Additional information received from the field representative that this ra also exhibited undersensing. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.